Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level has been reported to be running low. Contact is working with customer's pump nurse to resolve the issue and did not believe the low bg was due to the fill estimate issue.